Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The solder joint connecting the interconnect cable's pulse wire to r2 therapy electrode (te) was broken. The cause of the test failure was isolated to the broken solder connection. The root cause of the fractured solder was an improperly formed solder connection combined with mechanical stress. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the therapy electrodes were non-functional.